Event description:
During a bwi (biosense webster, inc) clinical trial with the subject of studying groin vascular injuries associated with sheaths utilized for vascular access, a patient had experienced a false aneurysm. It was confirmed that the sheath was not a bwi product. It is reasonable to conclude the harm is not associated with the remaining listed products (thermocool smarttouch, octaray) as these products do not come into direct contact with the vasculature tissue as they are manipulated to the target area via the sheath conduit. The sheath provides path guidance and a barrier preventing direct contact between the vasculature and the listed products. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).